Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 intraocular lens in the left eye of the patient has been explanted in the secondary procedure due to positive dysphotopsia which was first identified during post op examination. The symptoms persisted for 5 months. No medication was prescribed. Neither vitrectomy nor incision enlargement was required. Patient has fully recovered. No other information was provided.